Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. During ablation, the patient became hypotensive and an ultrasound confirmed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device during the procedure.